Event description:
I used a super plus tampon from the company cora and had severe cramping that felt like I was being stabbed. It was excruciating. I have worn tampons for years and have never had a tampon affect me like that. Cora tampons said they were 100% cotton and didn't have anything bad in them but the product must be contaminated, faulty, or misleading.